Event description:
During a touchscreen installation at a customer site by a sorin service representative, when the touchscreen of the stockert centrifugal pump console (scpc) was powered on, it was blank and unresponsive. There was no patient involvement.

Manufacturer narrative:
The manufacture date is unknown. Information will be provided when available. Sorin group (B)(4) manufactures the scpc touchscreen, which is a component of the stockert centrifuge pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The touchscreen was returned to sorin group for evaluation. The investigation is on-going. A follow-up report will be sent when the investigation is complete.